Event description:
It was reported that an unknown number of spectrum pumps are falsely alarming that an upstream occlusion is present. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.